Event description:
As per new information received, no reintervention was performed because of the space between the implants and jet location.

Manufacturer narrative:
Information updated/added to sections: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence for the information provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The patient presented a tethering bi-leaflet in the mitral valve, which caused mitral regurgitation. At an unknown time after the operation, an slda happened. As per information received, the capture was safe during the procedure and the leaflets appear intact in the echo. Available information does not suggest any possible root cause for this event, and there is no evidence of an excessive tension detaching the leaflets. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
Per the report received from brazil, edwards received notification of a pascal precision procedure in mitral position by right femoral vein where two devices were implanted. A post-procedure slda happened after unknown time period with the second device. Patient with tethering bi-leaflet. At baseline the mitral regurgitation (mr) was severe and it was reduced to mild after the procedure. At the time the slda happened the mr increased to severe. No actions taken or reintervention. As per medical opinion, the leaflets appear intact based on the echo so they were not torn or damaged. The doctor couldn't identify an apparent cause, reporting that the capture was safe during the procedure

Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.